Event description:
Philips received a complaint by the customer on the v60 indicating that when the battery was plugged in, it was not charging and when unplugged from the wall it shuts down, not getting ac power. The device went down while on a patient; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the battery was not charging, not getting ac power. The battery was changed, and it was not showing the charging light. Within the event log, it showed an error code 1124 check vent: battery failed message. It was suggested that the power board may be bad. The rse recommended to replace the power supply, the ac inlet, the power management (pm) printed circuit board assembly (pcba) and power harness. The customer is requesting onsite service. The rse dispatched a field service engineer (fse) for service and repair. The manufacturer's field service engineer (fse) was dispatched to the site and spoke to the customer. The customer had turned on the device and saw 12+ volts for the battery. That is not strong enough for the device to power up. He did not see a light indicating it was charging. The fse ordered a pm pcba board and replaced. The pm pcba was replaced and the battery charging indicator lit up and flashed like it is supposed to while charging. The fse charged a second battery to full strength. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.